Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient faced an event of blockage at the site and was alerted by alarm 2 followed by alarm 26. Patient changed supplies as necessary and resumed insulin therapy. No further information available.